Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damaged and stripped threads on a tritanium window trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event, the threads of the trial were damaged. Although there was noted damage to the trial shell threads, the universal impactor assembled and was able to hold the shell. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review found no other similar events for the reported lot. Conclusions: the reported thread damage likely occurred over many uses over the service life of the device.

Event description:
Surgeon went to put in the 53 trial cup and the trial got stripped where it threads into the inserter. Then he went to use the offset torx screwdriver and he broke the screwdriver inserting a screw. He tried to use another screwdriver and he said it the screwdriver looked like it was about to break after he inserted in the final screw.

Event description:
Surgeon went to put in the 53 trial cup and the trial got stripped where it threads into the inserter. Then he went to use the offset torx screwdriver and he broke the screwdriver inserting a screw. He tried to use another screwdriver and he said it the screwdriver looked like it was about to break after he inserted in the final screw.